Manufacturer narrative:
This event occurred in (B)(6). (B)(4) - (B)(4).

Event description:
The customer questioned thyroid results for 3 patient samples tested for elecsys tsh (tsh), elecsys ft4 ii (ft4 ii), and elecsys ft3 iii (ft3 iii) on a cobas e 801 module. The 3 patient samples were submitted for investigation where discrepant results were identified for tsh, ft4 ii and ft3 iii between the customer's e801 module, the centaur method, an e801 module used at the investigation site, a cobas 8000 e 602 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. It is not known if any incorrect results were reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft4 ii erroneous results and medwatch with patient identifier (B)(6) for information on the tsh erroneous results. Refer to attached data titled "patient results" for the patient results. There was no allegation that an adverse event occurred. The serial number for the customer's e801 module was not provided. The patient samples were also treated and underwent polyethylene glycol (peg) testing. Refer to attached data titled "peg testing" for these results. The e602 module serial number was (B)(4). The e411 analyzer serial number was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The ft3 iii reagent lot number used with the e602 module was 277945 with an expiration date of 09/30/2018. The ft3 iii reagent lot number used with the e411 analyzer was 257857 with an expiration date of 07/31/2018. The ft3 iii reagent lot number used with the e801 module at the investigation site was 277939 with an expiration date of 12/31/2018.

Manufacturer narrative:
Sample ID (B)(6) tested for ft3 iii was investigated further where an interferent against a component of the reagent was confirmed. This interference is covered in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.